Manufacturer narrative:
(B)(4). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2017, the patient underwent an endovascular treatment of a chronic type b thoracic aortic dissection using two gore® tag® conformable thoracic endoprostheses. Tgu312610j was implanted distally and tgu373715j was implanted proximally. A minor proximal type I endoleak remained, but the procedure was concluded without additional treatment for the endoleak. On an unknown date, a false lumen enlargement was observed. It was unknown whether there was any endoleak. On (B)(6) 2022, a reintervention was performed. An angiography was performed to the proximal site, but no endoleak was confirmed. A gore® tag® conformable thoracic stent grafts with active control system was implanted d until about 5mm above of the celiac artery to cover the re-entry site which was located more below to the initial gore® tag® conformable thoracic endoprosthesis. Then, second gore® tag® conformable thoracic stent grafts with active control system was implanted from just below of the left common carotid artery and a bare metal stent was implanted in the left subclavian artery using chimney technique. The patient tolerated the procedure. The physician suggested that it was not clear the presence of the endoleak but it cannot be denied a possible type ia endoleak occurred because original entry site was located in the proximally, so that is why the gore® tag® conformable thoracic stent grafts with active control system was implanted proximally. Reportedly, it was not sure by CT image that whether the blood flow from the re-entry site into the false lumen and it was related to the false lumen enlargement.